Event description:
The customer reported the device was used for an ladg. After activating the knife trigger, it became difficult to move back to the original position. Also, blue material from the jaw fell into the patient cavity. It was removed safely. Another device was used to finish the procedure.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.